Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in iceland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 it was reported from a nurse that the patient had a distended abdomen and was therefore submitted to a CT scan, which revealed a thickening of the small intestine wall. The patient underwent an endoscopy, which showed that there was food wrapped around the inner tube, causing a blockage. The intestinal tube was cut and removed and the patient was receiving duodopa lcig treatment via peg tube. No further information was available.